Event description:
The user reported that during a percutaneous coronary interventional procedure the gauge needle was not responding during inflation of the balloon. The balloon was confirmed to have inflated. The device was exchanged and the procedure completed. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device has been returned for evaluation. The evaluation is in process. A follow-up report will be submitted when the evaluation has been completed.